Event description:
The customer reported several drops of clear liquid dripped from the secondary probe following the change of auto mode to manual mode in the coulter lh 500 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from the actuator at pv 25 malfunctioning. The fse lubricated the actuator allowing pn 25 to open resolving the leak. Upon verification of system operation following service, the fse found the diff mixing motor failing to function during control runs. The fse replaced the diff mixing motor resolving the issue. (B)(4).